Manufacturer narrative:
Product analysis (B)(4): one rashkind device was returned for analysis. As received, the balloon was detached from the proximal balloon tie as the balloon had pulled out from underneath the proximal balloon tie. No damage was noted to the distal balloon seal or tip. Vendor analysis the balloon could not be inflated for testing as the proximal end was pulled out from the balloon tie. Approx. A 2mm section of the material over the area of the balloon tie was sliced open and removed. There were no remnants of the latex balloon present in the area of the proximal balloon tie. The glue ridge was present, and there was no apparent damage. There is no visible evidence of a tear or breakage of the latex balloon. The balloon appears to have been pulled out from underneath the proximal balloon tie. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure two 6f rashkind catheters were used to treat the septum. There was no damage noted to the packaging. The devices were removed from packaging per IFU with no issues. The devices were inspected with no issues. The devices were prepped per IFU with no issues. Resistance was not encountered when advancing the devices. Excessive force was not used. It was reported that there was a detachment of balloon material. It was reported that there was a rupture of the balloon portion. The rupture occurred during inflation. The detached portion was removed from the vessel as usual. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure two 6f rashkind catheters were used to treat the septum. There was no damage noted to the packaging. The device removed from packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that there was a device detachment. It was reported that there was a rupture of the balloon portion. The patient is alive with no injury.

Manufacturer narrative:
Adding recall number: z-0087-2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was later reported that only one 6f rashkind catheter was used in the procedure. The device was put in the left atrium and bas performed with inflation of the balloon three times with inflation capacity of 1.5, 2 and 2 ml. It was reported that balloon rupture occurred on the third inflation. It was stated that static bas was performed on the second day after patient's birth and bas was performed as the patent foramen ovale (pfo) were closed. It was considered that the cause of the event was that the age at the time of the operation was too late or the catheter was pulled too much. Patient age provided there was a second balloon that was previously reported under medtronic ref # (B)(4) (MFR report # 1220452-2020-00038). However new information was received on 08 sep 2020 that this was a different patient case. Therefore this device will now be submitted under medtronic ref #(B)(4) (MFR report # 1220452-2020-00082). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.